Event description:
A secondary bag of medication was programed to infuse through an IV pump to run over 4 hours, however, the medication infused over approximately 1 hour. The rn triple checked the IV pump settings with another rn and it was noted to have been set correctly. Upon inspection, with the pump off and the secondary bag clamped off the secondary bag continued to flow into the primary bag. It is thought that the secondary bag had not infused but had flowed into the primary bag. There was no harm to the pt.======================manufacturer response for smartsite infusion set, (brand not provided) (per site reporter).======================the manufacturer is currently working with scripps corporate team.